Manufacturer narrative:
Approximate age of device- 1 year, 7 days. Manufacturer's investigation conclusion: a direct correlation between heartmate 2 lvas, and the reported event could not conclusively be established through this evaluation. Heartmate ii lvas was not returned to abbott for analysis. The hmii lvas IFU lists bleeding and neurological dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced headaches for couple days and changed to head bleeding/coma. The patient was withdrawn from lvad support. The patient expired. The clinicians stated that the device was working as expected. The device will not be explanted.